Manufacturer narrative:
This report is being filed to update the word pericarditis in the b5 field to pericardiocentesis. Also added the patient's date of death.

Event description:
Pericardiocentesis; it was reported that during the implant procedure of this lead the patient's blood pressure dropped when the temporary pacing wire, used due to the patient's complete heart block, was removed. The physician believed that the temporary wire had caused a perforation. An echocardiogram and pericardiocentesis were performed. The patient then had an episode of ventricular fibrillation (vf) which the device did not convert. Prior to onset of the vf, cardiopulmonary resuscitation (CPR) was started and continued for 20-30 minutes. The patient expired. The lead was never implanted.

Event description:
It was reported that during the implant procedure of this lead the patient's blood pressure dropped when the temporary pacing wire, used due to the patient's complete heart block, was removed. The physician believed that the temporary wire had caused a perforation. An echocardiogram noted pericarditis. The patient then had an episode of ventricular fibrillation (vf) which the device did not convert. Prior to onset of the vf, cardiopulmonary resuscitation (CPR) was started and continued for 20-30 minutes. The patient expired. The lead was never implanted.